Event description:
Related manufacturer report number: 2017865-2023-19564. It was reported that the right ventricular lead exhibited high capture threshold. Explant was attempted, but the replacement lead was damaged and unable to be implanted. The original lead was left in use. There were no patient consequences.